Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that there is a variation between the blood glucose and the sensor readings. The blood glucose level was 91 mg/dl and the sensor reading was 140 mg/dl. The initial sensor's loss may have been due to lack of time allowed for the unit to dry after alcohol was administered. There was bleeding at the insertion site with the second sensor. No further information was provided.